Event description:
It was reported that pump insulin gauge displayed a static fill estimate that was different than expected, and caller was currently experiencing this issue with a displayed amount of 145 units that was not changing despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to large differences in measured pressures used to calculate remaining insulin and advised that once actual insulin remaining matched the static displayed amount the estimate would begin to decrease normally, and caller understood and acknowledged this information.